Manufacturer narrative:
Per the instructions for use, aortic insufficiency is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Central aortic insufficiency can be caused by multiple patient and procedural factors including, guidewire remaining across the valve post deployment, valve malposition (too ventricular aortic valve placement), restricted movement of prosthetic valve leaflets, native leaflet overhang and post dilatation of the deployed valve. Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. Although it cannot be confirmed, patient (severe aortic valve calcification) and procedural factors (stored tension of the delivery device) may have caused or contributed to the 70:30 aortic malposition of the valve and subsequent central leak. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist (cs), during the transfemoral tavr procedure, the first 26mm sapien valve was positioned 50/50, however, during deployment the valve shifted and was deployed 70:30 aortic, resulting in moderate central ai and trace pvl. The decision was then made to implant a second valve. A second 26mm sapien valve was implanted a bit more ventricular that the first valve with a final result of trace pvl and no central ai. The patient was extubated and transferred to the ICU in stable condition. Per report, the patient¿s aortic valve was heavily calcified, the patient¿s aortic root had no calcification, the ejection fraction was 70%, the patient had no mitral annular calcification (mac) and no severe septal hypertrophy. Additionally, the image intensifier angle and coaxial alignment of the delivery system and valve were noted to be good, ventilation was held and there was no loss of pacing capture during valve deployment. After the procedure the clinical specialist and the physician had an opportunity to discuss the case. The physician attributes the too aortic deployment to the patient's heavily calcified annulus and the stored tension on the delivery device that jumped on expansion of the balloon.